Manufacturer narrative:
Additional information was sent and on 21jun2017, the following was provided by the sales specialist. There was an issue found on both components. The plunger on a1108 (mayfield triad skull clamp) was susceptible to getting stuck and the a2101 (mayfield ultra base unit) was not able to hold position under large amounts of force (adjustment screw was not able to be moved). Sales specialist reiterated that it is not clear if these mayfield products were used in the event described in this complaint. No other information provided.

Event description:
It was reported that a patient slipped while positioned in the mayfield head holder. No patient injury reported. It is not clear which mayfield components were in use during surgery (they have multiple base units and skull clamps). Customer stated that the surgeon believed that the slip was related to the positioning technique. Additional information was sent and on (B)(6)2017, the customer reported that there was no patient injury, no surgical delay, and stated that the surgeon felt that the patient was not strapped properly by the nurse and that is why the patient slipped. Customer also mentioned that the patient was heavy and that there was no incident to report. No other information provided by the customer.